Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as the caregiver did not wash their hands while setting up the pd therapy. The event was manifested by abdominal pain and high white blood cell count. On the same day as the event onset, the patient was hospitalized for peritonitis. During hospitalization, the patient was treated with intravenous ancef (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient started treatment with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal gentamicin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Three days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient remains on vancomycin and gentamicin therapy and was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.